Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on 24-sep-2018. The most recent information was received on 28-nov-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), device dislocation ("right implant mainly side of uterine cavity") and vaginal haemorrhage ("heavy vaginal bleeding") in a female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of abdomen"), rash ("rash in elbow and leg"), fatigue ("fatigue"), musculoskeletal pain ("joint and muscle pain") and headache ("headache"). The patient was treated with surgery (laparoscopic hysterectomy and fallopian tubes removal as per patient's request). Essure was removed on (B)(6) 2018. On (B)(6) 2018, the device dislocation and vaginal haemorrhage had resolved. At the time of the report, the abdominal pain, abdominal distension, rash and musculoskeletal pain was resolving, the fatigue outcome was unknown and the headache had not resolved. The reporter considered abdominal distension, abdominal pain, device dislocation, fatigue, headache, musculoskeletal pain, rash and vaginal haemorrhage to be related to essure. The reporter commented: during preparation left implant was optimal. Right essure was estimated to be too much in the side of uterine cavity. Physician was unable to say if the proximal position of the right implant was compatible with patient's events (abdominal pain and swelling, heavy vaginal bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: no abnormal findings. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: report from physician - confirmation of essure position (the implant was estimated to be too much in the side of uterine); and outcome of events heavy vaginal bleeding (recovered after hysterectomy); abdominal pain (relieved a little); right implant mainly side of uterine cavity (recovered - essure was removed) and rash (decreased). Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: 2018-2100) on 24-sep-2018. The most recent information was received on 05-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") and vaginal haemorrhage ("heavy vaginal bleeding") in a female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of abdomen"), rash ("rash") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic hysterectomy and fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, vaginal haemorrhage, abdominal distension, rash and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, fatigue, rash and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-oct-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (valvira, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on 05-oct-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain"), device dislocation ("right implant mainly side of uterine cavity") and vaginal haemorrhage ("heavy vaginal bleeding") in a female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of abdomen"), rash ("rash in elbow and leg"), fatigue ("fatigue"), musculoskeletal pain ("joint and muscle pain") and headache ("headache"). The patient was treated with surgery (laparoscopic hysterectomy and fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, device dislocation, vaginal haemorrhage and fatigue outcome was unknown, the abdominal distension, rash and musculoskeletal pain was resolving and the headache had not resolved. The reporter considered abdominal distension, abdominal pain, device dislocation, fatigue, headache, musculoskeletal pain, rash and vaginal haemorrhage to be related to essure. Diagnostic results: during preparation left implant was optimal, right implant mainly side of uterine cavity. Pathological examination showed nothing abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: control visit on (B)(6) 2018 the patient told her swelling decreased, rash in elbow disappeared (still visible in leg), joint and muscle pain decreased. She still has headache. During preparation left implant was optimal, right implant mainly side of uterine cavity (event added). Pathological examination showed nothing abnormal - event headache added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-sep-2018. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("heavy vaginal bleeding") in a female patient who had essure (batch no. C38216) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("swelling of abdomen"), rash ("rash") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic hysterectomy and fallopian tubes removal). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, genital haemorrhage, abdominal distension, rash and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, fatigue, genital haemorrhage and rash to be related to essure. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.